Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severe calcified iliac artery. After a guidewire was passed through, a 6.0 x 4 x 135cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was replaced with a same size non-bsc balloon catheter and a non-bsc stent was placed. The procedure was completed and no patient complications nor injuries were reported.